Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A mr 3.00 x 32mm synergy drug eluting stent was advanced but failed to cross the lesion. During removal it was noticed part of the stent was lifted. The procedure was completed using another device. No patient complications or injuries were reported.